Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred on for transmitter with serial number 8lphnh. However, transmitter with serial number 8hp800 was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and failed. A review of the share logs was performed and signal loss was not found for serial number 8hp800 within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. The reported event of loss of connection is reportable based on investigation cannot be performed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.